Event description:
The customer received questionable ion selective electrode (ise) sodium, potassium, and chloride results on their c311 analyzer. The customer provided data for 16 patients with discrepant results reported outside the laboratory. Initial and repeat testing was performed on the same c311 analyzer. The first patient's initial sodium result was 127 mmol/l. The initial potassium result was 3.6 mmol/l. The initial chloride result was 93 mmol/l. The second patient's initial sodium result was 124 mmol/l. The initial potassium result was 4.4 mmol/l. The initial chloride result was 91 mmol/l. The third patient's initial sodium result was 129 mmol/l. The initial potassium result was 4.4 mmol/l. The initial chloride result was 97 mmol/l. The fourth patient's initial sodium result was 126 mmol/l. The initial potassium result was 4.0 mmol/l. The initial chloride result was 90 mmol/l. The fifth patient's initial sodium result was 130 mmol/l. The initial potassium result was 3.7 mmol/l. The initial chloride result was 93 mmol/l. The sixth patient's initial sodium result was 119 mmol/l. The initial potassium result was 4.3 mmol/l. The initial chloride result was 82 mmol/l. The seventh patient's initial sodium result was 119 mmol/l. The initial chloride result was 86 mmol/l. The eighth patient's initial sodium result was 128 mmol/l. The initial potassium result was 3.6 mmol/l. The initial chloride result was 94 mmol/l. The ninth patient's initial sodium result was 127 mmol/l. The initial potassium result was 4.5 mmol/l. The initial chloride result was 91 mmol/l. The tenth patient's initial sodium result was 131 mmol/l. The initial potassium result was 4.3 mmol/l. The initial chloride result was 95 mmol/l. The eleventh patient's initial sodium result was 130 mmol/l. The initial potassium result was 3.4 mmol/l. The initial chloride result was 93 mmol/l. The twelfth patient's initial sodium result was 127 mmol/l. The initial potassium result was 4.1 mmol/l. The initial chloride result was 97 mmol/l. The thirteenth patient's initial sodium result was 125 mmol/l. The initial potassium result was 3.6 mmol/l. The initial chloride result was 96 mmol/l. The fourteenth patient's initial sodium result was 126 mmol/l. The fifteenth patient's initial sodium result was 126 mmol/l. The initial potassium result was 4.1 mmol/l. The initial chloride result was 91 mmol/l. The sixteenth patient's initial sodium result was 118 mmol/l. The repeat sodium result was 128 mmol/l. The customer considered the repeat result to be correct. On (B)(6) 2011, the customer performed an ise wash and repeated the patient samples. The first patient's first repeat sodium result was 139 mmol/l. The first repeat potassium result was 4.2 mmol/l. The first repeat chloride result was 102 mmol/l. The second patient's first repeat sodium result was 136 mmol/l. The first repeat potassium result was 4.8 mmol/l. The first repeat chloride result was 100 mmol/l. The third patient's first repeat sodium result was 141 mmol/l. The first repeat potassium result was 4.8 mmol/l. The first repeat chloride result was 105 mmol/l. The fourth patient's first repeat sodium result was 137 mmol/l. The first repeat potassium result was 4.4 mmol/l. The first repeat chloride result was 99 mmol/l. The fifth patient's first repeat sodium result was 142 mmol/l. The first repeat potassium result was 4.1 mmol/l. The first repeat chloride result was 101 mmol/l. The sixth patient's first repeat sodium result was 131 mmol/l. The first repeat potassium result was 4.8 mmol/l. The first repeat chloride result was 91 mmol/l. The seventh patient's first repeat sodium result was 130 mmol/l. The first repeat chloride result was 94 mmol/l. The eighth patient's first repeat sodium result was 139 mmol/l. The first repeat potassium result was 4.1 mmol/l. The first repeat chloride result was 102 mmol/l. The ninth patient's first repeat sodium result was 139 mmol/l. The first repeat potassium result was 5.1 mmol/l. The first repeat chloride result was 99 mmol/l. The tenth patient's first repeat sodium result was 141 mmol/l. The first repeat potassium result was 4.7 mmol/l. The first repeat chloride result was 103 mmol/l. The eleventh patient's first repeat sodium result was 142 mmol/l. The first repeat potassium result was 3.9 mmol/l. The first repeat chloride result was 102 mmol/l. The twelfth patient's first repeat sodium result was 139 mmol/l. The first repeat potassium result was 4.6 mmol/l. The first repeat chloride result was 105 mmol/l. The thirteenth patient's first repeat sodium result was 136 mmol/l. The first repeat potassium result was 4.1 mmol/l. The first repeat chloride result was 104 mmol/l. After the first repeat testing on (B)(6) 2011, the customer re-calibrated and performed new quality controls with passing results. The first patient's second repeat sodium result was 144 mmol/l. The second repeat potassium result was 4.2 mmol/l. The second repeat chloride result was 104 mmol/l. The second patient's second repeat sodium result was 138 mmol/l. The second repeat potassium result was 4.9 mmol/l. The second repeat chloride result was 102 mmol/l. The third patient's second repeat sodium result was 144 mmol/l. The second repeat potassium result was 4.9 mmol/l. The second repeat chloride result was 107 mmol/l. The fourth patient's second repeat sodium result was 139 mmol/l. The second repeat potassium result was 4.5 mmol/l. The second repeat chloride result was 101 mmol/l. The fifth patient's second repeat sodium result was 146 mmol/l. The second repeat potassium result was 4.2 mmol/l. The second repeat chloride result was 104 mmol/l. The sixth patient's second repeat sodium result was 133 mmol/l. The second repeat potassium result was 4.8 mmol/l. The second repeat chloride result was 92 mmol/l. The seventh patient's second repeat sodium result was 133 mmol/l. The second repeat chloride result was 97 mmol/l. The eighth patient's second repeat sodium result was 142 mmol/l. The second repeat potassium result was 4.2 mmol/l. The second repeat chloride result was 105 mmol/l. The ninth patient's second repeat sodium result was 141 mmol/l. The second repeat potassium result was 5.2 mmol/l. The second repeat chloride result was 101 mmol/l. The tenth patient's second repeat sodium result was 145 mmol/l. The second repeat potassium result was 4.8 mmol/l. The second repeat chloride result was 105 mmol/l. The eleventh patient's second repeat sodium result was 144 mmol/l. The second repeat potassium result was 4.0 mmol/l. The second repeat chloride result was 104 mmol/l. The twelfth patient's second repeat sodium result was 142 mmol/l. The second repeat potassium result was 4.7 mmol/l. The second repeat chloride result was 107 mmol/l. The thirteenth patient's second repeat sodium result was 140 mmol/l. The second repeat potassium result was 4.3 mmol/l. The second repeat chloride result was 107 mmol/l. The fourteenth patient's repeat sodium result was 137 mmol/l. The fifteenth patient's repeat sodium result was 141 mmol/l. The repeat potassium result was 4.6 mmol/l. The repeat chloride result was 102 mmol/l. The customer considered the final repeat results to be correct. No patients were treated based upon the erroneous results. There were no adverse events. The sodium, potassium, and chloride electrode lot numbers and expiration dates were not provided. The field service representative found salt residue around the clear acrylic block between the kcl and na cartridge. He removed, cleaned, and checked all clear ise blocks. He replaced the ise sipper and pinch valve tubing, and verified all the ise cartridges were clean and dry. He ran an ise precision test with results within the manufacturer's specification. The customer performed post service calibration and quality control twice and verified all results were within range.

Manufacturer narrative:
There was salt residue around the acrylic ise block.